Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that an infusion pump in use with a smiths medical cadd cassette reservoir had volume remaining upon completion of therapy. The remaining volume varied from 15-30mls and the pump indicated that the residual volume was 0. There was no patient/clinical injury.